Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported she has experienced elevated blood glucose levels. Patient stated she called as suggested by her doctor. Patient reported the issue began on (B)(6), she had a blood glucose level of 300 mg/dl and bolused; but the issue persisted. Patient stated in the morning of (B)(6) 2013 she changed all of the infusion set. Patient reported she had hyperglycemia on (B)(6) 2013. Patient stated this night she had a blood glucose level of 350 mg/dl, bloused 2 units of insulin and her level went down to 280 mg/dl. Patient reported that after a few times she again had a blood glucose level of 300 mg/dl and decided to do an injection via pen; issue persisted. Patient's normal blood glucose range was not provided. Patient stated she contacted the doctor who instructed her to call. Patient reported the infusion device doesn't deliver correctly the insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.